Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he was hospitalized due to high blood glucose levels. Customer's blood glucose reading was 729 mg/dl. Customer's current blood glucose reading was 250 mg/dl. Customer reported symptoms related to their high blood glucose levels included thirst and frequent urination. Customer was wearing the insulin pump at the time of hospitalization. Customer treated his high blood glucose with the insulin pump. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.